Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was 300 mg/dl. Customer was assisted with troubleshooting for the high blood glucose and was treated with the pump. It was not mentioned whether the customer was on auto mode at the time of the incident. Customer reports that the insulin pump has audio issues. The customer was advised the insulin pump need to be replaced. The insulin pump will not be returned for analysis.